Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump was randomly vibrating and emitted abnormal noises after the pump was worn while swimming. It was reported there was no evidence of moisture ingress or pump case damage, and the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The alleged health event does not qualify as a serious injury. It was alleged the issue affected insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the pump functions properly. Investigators were unable to duplicate complaints. Returned battery cap used during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.